Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 145 mg/dl. The customer declined further assistance from tandem technical support and declined to provide additional information regarding the issue.